Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was exchanged due to suspected pump thrombus. The patient had presented with elevated power and elevated lactate dehydrogenase (ldh). A CT scan was performed and demonstrated a reduction of flow exiting out of pump.